Event description:
It was reported to nova biomedical, that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered an unknown amount of insulin. The end user did not experience a hypoglycemic event. When he did a control solution test on the blood glucose meter, the strips allegedly read "hi" (greater than 600 mg/dl). The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.